Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿down¿ arrow button was under responsive. It was reported that the keypad cover was intact. The reporter stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus button issue was duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was undamaged, while all the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the keypad contacts. Unrelated to the complaint, the display was dim with discolored text and the battery compartment was found to have cracked along the side.